Manufacturer narrative:
The subject device will not be returned to the MFR because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.

Event description:
The pt presented with an acute headache, giant basilar aneurysm, hunt/hess grade 3 and a left vertebral dissection sah (sub-arachnoid hemorrhage) and was treated with a stent assisted coiling procedure of a giant basilar aneurysm. Day 1 angiography "revealed a partially thrombosed wide-neck aneurysm (with a possible associated dissection) was distal 3rd of basilar artery and a possible vertebral dissection unk age or etiology. No posterior circulation filling." Pcoms (posterior communicating artery) were absent bilaterally. The stent (subject device) was placed from the right pca (posterior carotid artery) to the mid-basilar. Loading doses of asa (acetylsalicylic acid) and plavix were not given until the stent placement and only a half dose of heparin was given. The physician noted acute stent thrombosis of the right pca after the start of the coiling procedure. Right cortical ssep (somatosensory evoked potential) was lost on eeg (electroencephalography). Heparin was not given post-op due to the sah, but the pt was loaded with reopro and "pcas were patent after 10 minutes" with eeg improvement. A small recanalization of aneurysm was noted." Upon awakening patient had left hemiparesis and no eye opening" with no ich (intracerebral hemorrhage) but increased sah with bilateral pca infarcts. The "pt declined overnight." Angio on pod 1 (post-op day 1) revealed further left vertebral aneurysm recanalization. The right pca was patient. Asa/plavix maintenance dosing was started. The "pt lost brainstem reflexes with possible vasospasm. Pt expired pod 2 (family withdrew care)".